Event description:
According to the event description: "both syringe pumps show timing discrepancies during operation, for example, they run faster than set."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The last infusions were analyzed. No abnormalities were found. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, the production seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device was in a clean state and no damages could be found. A functional test was performed. The device passed the self-test. A syringe (type b.braun ops 50 ml) was inserted. The pump recognized and identified the syringe, and it was possible to select the syringe type in the disposable menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,72%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The device was disassembled. No damages or soiling were found. The defect could not be confirmed. During the measurement of the delivery accuracy no deviation could be comprehended. During the functional investigation the device operates within the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.